Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device would not fire. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged,engaged; cartridge batch number: ha5115; cartridge position: loaded; drivers present in cartridge all present/up; firing knob position: back/partial, forward; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, none and swing tap position: locked/unlocked,locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes; and staples form properly. Yes. Analysis conclusion: based on the info received the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the shroud of the instrument may have been autoclaved. Due to the condition of the returned instrument, the firing knob was difficult to return to the home position. As the shroud was warped, it caused the cam mechanism to be misaligned. The instrument was fired with a reload cartridge. Despite the damage and warpage, it caused the cam mechanism to be misaligned. The instrument was fired with a reload cartridge. Despite the damage and and warpage of the instrument, the staples formed as designed. However, dut to the lack of lubrication, the force to fire the instrument was found to be higher than the mfg requirements. It could not be determined if the lubrication had been removed before, during, after surgery or as a result of autoclaving. Mfg and engineering have been notified of the reported incident.